Manufacturer narrative:
(B)(4)

Event description:
While deploying the first anchor, the second anchor also came out from the slot while pushing the knob inside. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated.

Manufacturer narrative:
The device is in poor condition and disfigured. T1, t2 and suture were not returned for the device. It is used and soiled. Device has a delivery needle that has become extremely bent, twisted and disfigured. This device no longer cycles or advances due to damage. There are scratches and damage to the needle tip that indicates contact with another device. The physical condition indicates difficulty with reaching desired placement location. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause can be confirmed with regards to the manufacturing of the device.